Manufacturer narrative:
Once the investigation has been completed any add'l info will be reported in a supplemental report.

Event description:
During the g3 nail surgery, when the surgeon inserted the set screw in the g3 nail, it was not possible to insert. Therefore, the surgeon inserted u-blade, before inserting the set screw. When the surgeon tried to insert u-blade in lag screw, it was not able to insert. When the surgeon hit the u-connector with a hammer, u-blade broke. And the surgeon was not able to remove the broken piece of the tip of blade.